Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggests that the event is related to the issues for which zimmer implemented a correction action for in 2007. The corrective action involved enhancing the labeling for the natural knee ii knee system. Reference MDR 1822565-2006-00284 for additional information regarding the corrective action taken. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to osteolytic cyst around the medial screw in the tibial baseplate.

Manufacturer narrative:
This report will be amended when our investigation is complete.